Event description:
A malfunction was reported by the customer regarding the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Initially, the caller was unable to reset the pump but later received guidance from technical support to successfully reset it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose again.